Event description:
It was reported that approximately 19 months post implant of a limb extension, the patient developed an endoleak with a separation of a limb on the right iliac side. The physician tried to seal that side with a competitor device. That was unsuccessful and therefore the patient was brought back to be given an aorta uni-iliac (aui) and a fem fem bypass. The aui was done to the left side where the limbs were still intact. Patient is doing well.

Manufacturer narrative:
Based upon the investigation findings, the reported event is inconclusive. A sample / medical records / imaging studies were not available for evaluation. The assessment was based on the hand-written sizing sheet from the initial procedure. Product use might have been incongruent with the IFU due to: the depiction of a tortuous blood lumen that involved severe lateral supra and infrarenal angulations. Nine months post implant, the reported type ib endoleak of the left common iliac artery, and the placement of another limb extension could not be established due to lack of information. Twenty-seven months post implant, the reported type iiia endoleak, the unsuccessful relining with a non-endologix device, the subsequent aui with femoral-femoral bypass, and the final disposition of the patient could not be established due to lack of information. It was reported that the patient was doing well. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause could not be determined with available information. However, product use might have been incongruent with the IFU due to: the depiction of a tortuous blood lumen that involved severe lateral supra and infrarenal angulations and may have contributed to this event.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.